Manufacturer narrative:
Additional information: b5 - description updated. H6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis, and event description. Batch history review: the batch number was not provided and batch history review could not be performed. According to manufacturer's reporting evaluation in accordance with 21cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited there is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Update: the patella was not resurfaced during the initial surgery on (B)(6) 2023. The patient experienced postoperative anterior knee pain.

Event description:
It was reported that there was an issue with a component of vega knee implants. According to the complaint description, a revision was planned for (B)(6) 2024. The polyethylene component(s) were to be exchanged. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.